Event description:
It was reported that when the patient presented for a generator change due to normal eri, externalized conductors were observed on the lead. No electrical anomalies were seen. The lead was capped and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.